Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the proximal aortic neck was 20.1-20.6 mm in diameter, severe angulation; 87 degree, and 10 mm in length. The distal neck was 21.1-22 mm in diameter. The right iliac was 18.2-19.8 mm in diameter and the left iliac was 12.5-13.7 mm in diameter. The right femoral artery was 10.9-11.1 mm in diameter and the left femoral artery was 9.7-10.3 mm in diameter. There were trace amounts of calcification with mild thrombus in the proximal aortic neck. There was mild calcification and thrombus and mild/moderate tortuosity in both iliac arteries. It was reported that the final angiogram revealed a proximal type I endoleak on the outer curve. A reliant balloon was used to remodel the stent graft; however the endoleak was not resolved. There was a distance of around 2-3 mm between the proximal graft marker and the wall of the aorta where the contrast was flowing. The patient is being monitored by the physician. No additional clinical sequelae were reported and the patient is fine. The films were received and the evaluation has been completed. Review of returned films pre-implant show that the proximal neck was angulated approximately 90 degree (l-r), 60deg (a-p), with suprarenal angulation of 115deg. The aaa diameter was 5 cm. The distal aorta measured 21 x 27mm. The iliacs were moderately tortuous, with calcification. Angiogram films at implant show that the ipsilateral limb was placed on the right side. The bifurcated was placed low in the neck, which was angulated approximately 75deg. There was minimal stent graft apposition within proximal neck, and a proximal type I endoleak was visible. Films 1-day post-implant show that the apex of the most proximal suprarenal stent is just below the level of the right renal artery. The stent graft fabric was placed below the (lowest) left renal artery, and there is a proximal type I endoleak. No other stent graft issues are seen. The cause of the endoleak appears to be due to a lack of stent graft apposition within the highly angulated neck.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. The physician decided to perform a secondary intervention to resolve the patient's proximal type 1 endoleak .the physician planned to access the left renal artery from a brachial approach, to stent the left renal artery, with a chimney technique and implant another manufacturer's aortic cuff proximal to the bifurcated stent graft. However, during the procedure they were unable to access the left renal artery due to the existing supra renal stent struts and therefore could not proceed with a chimney technique. The decision was made to cover the left renal artery with the proximal cuff. The physician believes the right renal artery would be sufficient to maintain renal function. After placing the aortic cuff below the right renal artery <(>&<)> covering the left renal artery; the type 1 endoleak resolved. The patient is still in hospital over a week after this secondary procedure with elevated creatine levels.

Manufacturer narrative:
Methods: films. Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; highly angulated aortic neck). Incorrect technique/procedure (use of the device in a highly angulated and short aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; highly angulated aortic neck). Operational context contributed to event (use of the device in a highly angulated and short aortic neck).